Manufacturer narrative:
At this time, all products remain in service. Should additional information become available, this report would be updated.

Event description:
Boston scientific received information that the shock electrogram was not lining up with right ventricular p/s electrogram. Technical services discussed what appeared to be undersensing and oversensing and recommended checking for lead and/or connection issues since this is a new implant. Two weeks later, the pocket was reopened to check the lead. The physician burped and checked the set screw after reconnection and everything seemed fine. Now, one week later, noise was observed again. Technical services discussed that since there is both oversensing and undersensing, this may indicate a lead issue.